Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device displays the a2 (cartridge low) alarm after 1.5 days of use and her blood glucose has been elevated to 21 mmol/l (378 mg/dl) for the past 4 days. She believes the infusion device is not properly delivering insulin. For example, her blood glucose measured 12.6 mmol/l (227 mg/dl) at 7:00am and she bolused 3 units of insulin through the infusion device. At 12:00 pm, her blood glucose measured 8.2 mmol/l ( 148 mg/dl) and she bolused 6 units of insulin through the infusion device and she ate. At 3:00 am, her blood glucose measured 8.7 mmol/l (157 mg/dl) and she bolused 6 units of insulin through the infusion device and she ate. At 8:00am, her blood glucose measured 17.6 mmol/l (317 mg/dl) and she bolused 5 units of insulin through the infusion device. At 12:00 am, on her blood glucose measured 9.8 mmol/l (176 mg/dl). Her normal blood glucose level is 6.8 mmol/l (122 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.